Manufacturer narrative:
Retainer ring = black. Customer complained about pump is cracked and is rattling from the inside. Unit perform visual inspection and pump received with severe scratched lcd window. Tested with a test p-cap and the test p-cap locked in place properly. Unit passed displacement test. Unit was confirmed for physical damage severe scratched lcd window. Unit passed required testing. Not confirmed crack and is rattling from the inside. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not working properly and was cracked. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.